Event description:
It was reported that the patient came to the emergency room (ER) complaining of fever and chills. No further information is available at this time.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. Device remains implanted.

Manufacturer narrative:
Additional information was provided in relation to the reported event. The patient was admitted and found to have a blood stream infection with positive blood cultures that were gram positive cocci in clusters. The patient received intravenous vancomycin and was discharged to home on (B)(6) 2014. The infection resolved on (B)(6) 2015. The treatment team believe that the infection was from the automatic defibrillator and pacemaker leads and not the device. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which can be passed on through various routes of transmission. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the infection is the patient's complex medical history and aicd/ppm device wire implantation history. The root cause of the reported event cannot be conclusively determined however, the patient history, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.